Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted 12.6mm vicm5_12.6; -1.25 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2024. It was reported that on (B)(6) 2024 the lens was exchanged with a same length but slightly different power lens and the problem was resolved.